Event description:
It was reported on 22-sep-2019 the recipient suddenly stopped hearing with the device approximately one and a half months prior (circa early august). A specific incident of accident or trauma was unknown. However, a small scar above the implant site was noted during troubleshooting and reportedly appeared shortly after he stopped hearing. Re implantation will take place but no date has been set yet.

Manufacturer narrative:
In accordance with the information in the patient report, it is assumed that the device possibly failed due to damage to the active electrode, as might be caused by an external mechanical impact. Furthermore information on the implant registration card states that one channel was left outside of cochlea at initial implantation. In addition one more channel was deactivated since first fitting due to being extra-cochlear most likely due to a post-operative migration of the electrode array. However, to determine a root cause, a device investigation is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. According to implant registration card one contact is out of cochlea since initial implantation. In addition one more channel was deactivated since first fitting due to being extra-cochlea most likely due to a post-operative migration of the electrode array. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported on (B)(6) 2019 the recipient suddenly stopped hearing with the device approximately one and a half months prior (circa early august). A specific incident of accident or trauma was unknown. However, a small scar above the implant site was noted during troubleshooting and reportedly appeared shortly after he stopped hearing. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.